Event description:
On two separate occasions, on two different patients, 20 gauge bd saf-t-intima intravenous needles were inserted. On both occasions, the wire broke free when attempting to remove it after the IV was in place.in both cases, a new IV was inserted without incident and the old ivs were discarded.